Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. Review of the most recent repair record determined the motor was corroded, the needle bearing was worn, the cable had contact issues, and the device and position of control bar were out of calibration. The motor, needle bearing, shaft bearing, sleeve bearing, and plug harness assembly were replaced and the device and control bar were recalibrated. The 3 in width plate was damaged and was returned damaged. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device was faulty. The motor was corroded, the needle bearing was worn, the cable had contact issues, and the device and position of control bar were out of calibration. The 3 in width plate was damaged and was returned damaged. No adverse events were reported as a result of this malfunction.